Manufacturer narrative:
(B)(4). The control board was replaced in the unit by the maquet sales and service unit technician. Testing was performed after the control board was replaced and the test results were acceptable. Reference: (B)(4).

Event description:
On (B)(6) 2011, rotaflow (B)(4) zh-plug with serial number (B)(4) at (B)(6) hospital, gave a "runaway" error message. The complaint information did not notate if a patient was involved. Reference: complaint (B)(4).